Event description:
It was reported that an ilet bionic pancreas experienced a screen malfunction that progressively worsened and became unresponsive, preventing device use and cgm pairing, and a replacement device was arranged. Symptoms included none reported. Outcomes included use of backup therapy and temporary reliance on the dexcom app for glucose monitoring. Investigation included technical troubleshooting with guided restart and connectivity attempts, review of device operation, and arranging return of the affected unit for evaluation. Investigation of this case revealed that the device screen remained nonfunctional after restart and prevented cgm setup. It was concluded that the device exhibited a screen failure, and a replacement device was provided to restore therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.